Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 6945-65 lead, (B)(6) 2003. (B)(4).

Event description:
It was reported that the atrial lead had high impedance. The patient will be monitored and the lead remains in use. No patient complications have been reported as a result of this event.